Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient passed out and emts were called on two occasions. During the most recent incident paramedics' measured his blood glucose level at 20 mg/dl. He was treated with glucose and was admitted to the hospital. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.